Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was tested on an in-house system and failed normal mode with 319 error pointing towards the rolling loop fiber cable. As a fix to the reported problem, rolling loop fiber cable will be replaced. The unit passed direction test, carriage lissajous, sine cycle, brake test, carriage strength, carriage switches, fan test and fiber test.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer encountered a recoverable error 252 that would not recover. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted error 319 pointing to the universal surgical manipulator #3 (usm3). The customer elected to switch over to a second patient side cart (psc) because the surgeon needed all 4 arms for the procedure. Isi followed up with the initial reporter and confirmed that the procedure was completed robotically using the second psc with no injury to the patient.